Manufacturer narrative:
Date sent to FDA: 08/20/2020.

Manufacturer narrative:
Date sent to FDA: 08/28/2020 additional information: d1, d4,h4 a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/7/2021. Additional b5 narrative: it was reported that the patient experienced hernia recurrence and bowel obstruction following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted ¿lysed adhesions to the abdominal wall and noted that the previously placed mesh had come loose along the right margin. He encountered small bowel adhesions to the mesh.¿ it was reported that the patient experienced severe pain, inflammation, abdominal swelling, internal and external fistula, seroma, infections and rashes. No additional information is provided.